Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem- o- lok- clip applier instrument stopped working and the procedure was completed with another clip applier instrument. The instrument had 55 lives pending 1 misfired. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok-clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end causing the cable on the distal to become loose.

Event description:
Refer to h10/h11 for follow-up information.